Event description:
It was reported to philips that the c-arm had a geometry movement problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment/non-emergency treatment was completed as planned by using the same system as the reported issue only slowed down the device and there was no impact on the procedure. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Additionally, the analysis of system log file by rse showed problems with the rotation of the arc. As this was an intermittent issue, fse recalibrated all parts that involved in the movement reported. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by using the same system as the reported issue only slowed down the device. Additionally, the system was working intended and the reported issue cannot be duplicated by the philips engineer. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.